Manufacturer narrative:
It was reported that once the circuit is attached to a mask (example mask ps# 0146260 ) the valve does not unscrew from the mask. The valve is supposed to come off so the circuit can be attached to an et tube. The right angle elbow would unscrew from the mask. After the problem occurred, another circuit was obtained to use the right-angle elbow. New mask obtained, circuit then attached to e-t tube. No adverse outcome. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Valve does not unscrew from the mask.